Event description:
Healthcare professional reported right side textured to smooth exchange. It was noted the device was ruptured. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph(s) for the device related to the reported event of anxiety-product/procedure and rupture was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: no observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side textured to smooth exchange. The device was explanted.

Manufacturer narrative:
Clarification/correction to b5 description of event: the initial medwatch incorrectly reported the implant was noted to be ruptured. Healthcare professional has confirmed the only reason for right side removal was textured to smooth implant exchange. Rupture will be un-reported; this record is no longer reportable to the FDA. Additional, changed, and/or corrected data: b2, b5, h6, h11.